Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not yet received.

Event description:
It was reported that medication free flowed from the device before patient use. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d4, d10, d11 correction: d4 the reported complaint of a free flow event exhibited by the source device was confirmed and identified as the result of a missing platen. Rate accuracy testing performed on the returned pump found the device to be delivering fluid within specification with a replacement platen in place and after recalibration was performed. Log analysis results: the log identified an infusion of an unknown medication, programmed on 05 nov 2019 at 2:54 am at a rate of 100 ml/h and a vtbi of 100ml. The infusion completed to kvo at 3:54 am. The device was then channeled off by the user at 3:55 am. Results of a timed rate accuracy test performed on the source pump module attached to a lab pcu, infusing with a lab administration tubing set, demonstrated the pump module delivering fluid within specification with the replacement platen after calibration on the device was performed. The cause of the reported event was determined to be a missing platen.

Event description:
It was reported that medication free flowed from the device before patient use. There was no patient involvement.